Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was provided for analysis. Therefore no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations no manufacturing related root cause could be identified. It should be noted that, according to the physician, the death is not device related.

Event description:
The pk papyrus us covered stent system was chosen for treatment of a perforation occurred during rotablation in a severely calcified lesion in a moderately tortuous mid lad. The perforation was successfully treated with the pk papyrus stent. Post-procedurally, patient became unstable, went into cardiogenic shock and eventually arrest. Despite defibrillations and CPR the patient passed away. It was stated by the physician that the death is not device related.